Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. The valve was attempted to be deployed and recaptured twice due to heavy under-expansion. The valve and delivery catheter system (dcs) were removed from the patient. A pre-dilation was performed. A new valve and dcs were used successfully for implant. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.